Event description:
The tip of the v-care balloon would not fill. The solution stayed in the bottom and would not hold in the balloon at the top of the v-care. Product was cleaned to be returned for credit. The second event happened directly after this event. Both had the same lot number so all items with same lot number were removed from stock.